Event description:
Implant fracture.

Manufacturer narrative:
Implant region 27 fractured. Construction was a single crown placed on the implant. Patient suffered from peri-implantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant and patient related bruxism.the fracture of the screw must be considered relevant to the implant fracture.

Event description:
Implant fracture.